Event description:
The (B)(6) old managed to open the children's lock on the sonnet battery pack cover and then swallowed both batteries. The user did not need a surgery and was not hospitalized. The batteries have been excreted and the user is fine.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according the information received, the user was able to open the lock of the sonnet battery pack cover, access the batteries and swallow them. The investigation of the sonnet battery pack cover revealed a lock functioning within specifications i.e. When the lock is closed the cover holds on the sonnet cpu and battery pack. Only minor signs of wear and tear have been observed, which would not explain an unintentional disassemble. The sonnet user manual recommends that "only parents/carers should disassemble the device to change defective parts". The batteries have been excreted and no injury has been reported. This is a final report.

Event description:
The 2.5 year old user managed to open the cover lock on the sonnet battery pack cover and then swallowed both batteries (powerone implant plus p675). The user did not need a surgery and was not hospitalized. The batteries have been excreted and the user is fine.